Event description:
It was reported, the patient experienced a change in his stimulation and is no longer receiving effective stimulation coverage. The patient reported, he has suffered multiple falls some causing concussions. An sjm representative met with the patient and reprogramming was unable to resolve the issue. X-rays have been ordered.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.